Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The valve and catheters were visually inspected and no defects were found with the valve. However, small amounts of biological debris could be seen in the catheter holes. Biological debris was also found on the ruby ball, the base plate seat of the ruby ball, and on the cam mechanism. The valve was tested for programming and passed. The valve was then pressure tested and failed the test. Review of the history device records and sterilization records confirmed the valve conformed to the specifications when released to stock. A root cause could be determined for the problem reported, since the sterilization certificate for the device confirmed the device conformed to the required specifications. As for the failure in the pressure test, this was due to biological debris not the ruby ball, seat of ruby ball and on the cam mechanism. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The valve was implanted, the patient got an infection and there was air inside the ventricle. Therefore, the surgeon decided to ex-plant the valve on the same day.